Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the cutting wire was broken and blackened. This failure prevents the device from conducting electricity through the cutting wire, consequently confirming the reported complaint. It was found during the investigation of the returned device that the cutting wire was broken and blackened, so it is most likely that a peak of voltage could have caused the failures noted. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the device would not cut. The procedure was completed with a second stonetome. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: wire detached/separated.